Event description:
A valiant captivia stent graft was implanted in a patient for the emergent endovascular treatment of a 6.6 cm in diameter thoracic aortic aneurysm. It was reported that three days post index procedure there was a type ii endoleak. The investigator assessed it as remotely related to the device and procedure. The one year follow up CT scan showed that the aneurysm diameter shrank to 62mm. At the two year CT scan the investigator indicated that the aneurysm had expanded however no evidence of cause was revealed on CT image. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information for this case was received. Follow-up images were re-assess by the investigator and revealed that there was no aneurysm growth.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).